Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 090822/t: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2020. No anomalies found related to the problem. To date, this is the only item sold of this lot. Not available.

Event description:
The patient complained of pain whilst at home. She contacted surgeon who admitted the patient and x-ray showed subsided femoral stem. CT showed non displaced femoral fracture. Event confirmed not related to a trauma. The stem was revised to a modular long stem component.